Manufacturer narrative:
The insulin pump failed to vibrate during self test due to vibrator motor connector broken black wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not vibrate. Customer¿s blood glucose was unknown. The product will return for the analysis.